Event description:
Brushhead fell apart in mouth: bristles came out in mouth [device breakage], no adverse event. Case description: an adult male consumer reported that while using an oral-b rechargeable toothbrush, version unk, the oral-b brushhead, version unk fell apart in his mouth. No further information was provided. On 05/01/2015 received consumer follow up: the consumer reported that the bristles fell off the oral-b brush head while he was brushing on (B)(6) 2015. He spit out the bristles and none were swallowed. The consumer discontinued use of the product. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.